Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve in the native aortic position, the balloon to the delivery system (ds) ruptured during valve deployment with no extra volume added. The balloon was slowly pulled back into the esheath+ and the devices were removed from the patient's body, with the ds removed through the esheath+. Per report, the s3u valve was successfully implanted and the patient remained stable with a final catheterization gradient of 5mmhg. It was noted that the s3u valve was 17 percent oversized at the annulus and 35 percent or more oversized in the left ventricular outflow tract.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 have been updated. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The 23mm commander delivery system was returned for evaluation with the loader cap over the flex shaft and the stylet inserted through the nose tip. The following additional observations were made: there was bunching in the crimped balloon, a radial and longitudinal balloon burst, and slight flaring of one of the distal balloon wings with no pieces missing. The inflation balloon single wall thickness measurements were within specifications. In addition, the provided imagery revealed calcification in the patient's landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst was confirmed based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as a calcified landing zone was observed in the provided 3mensio imagery. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.